Manufacturer narrative:
An event of hypotension and pericardial effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that when the patient removed the delivery system, the patient had hypotension, and the echocardiogram showed pericardial effusion. This event was further reviewed by an abbott manager of clinical engineering. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels was 291s and heparin was administered. The navitor was prepared and loaded as per instructions for use (IFU). The subclavian access, cut-down was performed, and the valve implanted successfully. When the physician removed the delivery system, patient had low blood pressure and transthoracic echocardiogram (tte) showed pericardial effusion. A pericardiocentesis was performed, and 450ml of bloody secretion was drained. The navitor valve remain implanted. The patient was reported to be stable in the intensive care unit (ICU).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.